Event description:
On (B)(6) 2023 a spinal procedure was performed at c4/6. On (B)(6) 2023 it was discovered the screw at c5 was broken. No patient injuries reported and no revision surgery is scheduled.

Manufacturer narrative:
No device was returned as device is still in-situ, but radiographs provided confirmed the complaint. It is unknown if the patient followed post-operative physical restrictions or suffered a fall. Though no definitive root cause can be determined review of the reported event and image suggests excessive post-operative physical activity, implant selection or load changes as possible causes or contributors. No additional investigation necessary. Labeling review: "contraindications contraindications include, but are not limited to:... Patients who are unwilling to restrict activities or follow medical advice." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components." "Warnings, cautions and precautions the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. Care should be taken to insure that all components are ideally fixated prior to closure." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." 9401314-en, other text : device in-situ.

Manufacturer narrative:
This follow-up report is being submitted to correct information previously reported in the initial medwatch submission. The following section was corrected: g4 if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
N/a